Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained high blood glucose and hospitalization. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was declined by customer and indicated that they would call back at a later time. Customer wanted information book on pump only. No further details given.